Event description:
The customer returned the product for corrosion on battery springs in the battery compartment, loose latch, scratched lens and bolus connector needs to be realigned. Additionally, the device alarmed "cassette not attached properly. Reattach cassette." On multiple cassettes. Device evaluation found a nonfunctional downstream occlusion (dso)/ upstream sensor. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history found no history of repair in the last 12 months. The customer issue could not be confirmed however, further testing of the device found that the downstream (dso) and upstream (uso) sensors were non-functional. The uso seal was replaced as it had become contaminated and the dso/uso sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.